Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effect. The reported patient effects of mitral regurgitation (mr) and mitral stenosis, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effects of mr and mitral stenosis appear to be related to the noted cleft and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter is filed under a separate medwatch report number.

Event description:
This is filed to report the pressure gradient of 6mmhg (mitral stenosis). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The mr jet was very broad. When the steerable guide catheter (sgc) was inserted into the femoral vein and resistance was noted due to the anatomy. The +/- knob was turned too far in the negative direction, and the cable broke. The sgc was removed and replaced. The first clip was implanted at the medial a3/p3 scallop, and the mr remained at 3. The second clip was implanted at the medial portion of a2/p2; however, there was still a large mr jet throughout valve and the mr remained at 3. The third clip was placed at multiple locations from commissure a1/p1 to lateral side a2/p2 to try to effectively reduce the mr, but there was a cleft noted at the a1/p1-a2/p2 scallop border. The third clip was eventually placed at the lateral side of a2/p2, and the mr remained at 3. The pressure gradient was 6mmhg; therefore, no further clips were attempted. The patient was stable post procedure. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.